Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 700 mg/dl. Cause of bg level was not known. Customer stated that the pump "malfunctioned"; however, they did not receive any alerts or alarms and pump was not available for troubleshooting and root cause could not be determined. Customer administered a bolus via the pump to address the issue and went to the emergency room with ketones; amount was not known. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged 10 days later with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.